Manufacturer narrative:
The received device had the cannula assembly fully deployed. The device generated an 0x6a occlusion alarm. The cannula measured the correct full length according to specification and did not appear damaged, with no observed bends or kinks. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A leak test found no signs of leakage in the fluid path. A root cause for the reported dislodged cannula could not be determined. No evidence of blood was observed on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 600 mg/dl while wearing the pod between 4 and 24 hours. The cannula dislodged from the infusion site (arm). The cannula was also found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.